Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. The patient was performing a manual drain when the alarm sounded on the machine. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed, which included device-device testing, leak testing, clear passage testing, and clamp function testing. No issues were found during functional testing. A short simulated therapy was successfully performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue could not be verified as the sample met all specifications. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.